Manufacturer narrative:
Correction (d4) lot #: 9e05541 and expiration date: 02.05.2024. Correction (h4) device manufacture date: 04.05.2019. Correction (g1) - contact office address: (B)(6) batch record review: lot 9e05541 was manufactured on 05/04/2019 in the line convex 2 pc (ost), with a total of (B)(4) ea. Compliance engineer ID (B)(6) performed a batch record review on 11/23/2020, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct, sap material (B)(4)and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: no photograph, sample or video was received for evaluation. Conclusion summary of the related event: material, method/process, manpower and measurement sections were reviewed, and it was considered that none of them interfered on the incidence of the root cause. Also, these sections and possible opportunities were previously covered under another record. Based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented, the root cause for this failure mode was identified as machine. As observed during this investigation the contributor factors to this failure mode were the following: a) condition of the yamaha arm. B) condition of vision system cameras. C) variance in the materials, cause variation in the placement. This was causing the overall variation 0.6. This accumulation of variation causes the complaint in section 1. To maintain acceptable levels of variation the maintenance for the arm will be improved. And base on the rate of complaints and the variation identify, codes with a rate higher than 10 complaints per million will be block and manufactured on the improve convex 2 pc in building 8a. Actions were taken on corrective action / preventive actions (CAPA) plan. The investigation associated with related event was approved and completed. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported an unknown quantity of wafers from an unknown number of market units over a 3 month period that had an off-centered starter hole. This caused a decrease in wear time. No photo is available at this time.